Event description:
It was reported that the connection between the ava catheter body and the contamination shield got broken off. Followed up with the customer, indicated that it was broken at the connection during insertion. Confirmed that there were no pt injury or complications. Device was discarded at hospital and will not be returned.

Manufacturer narrative:
The device will not be returned for eval, it was disposed at the hospital.